Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.

Event description:
Date of event is unk. Customer reported a smartsite valve cracked and separated from tubing. It is unknown if the product was on pt at the time of the event. Though requested, no additional info was available.